Event description:
(B)(6) distributor was notified of the event on (B)(6) 2014 and then notified owen mumford of the event on (B)(6) 2014. The actual date of the event was not provided to owen mumford. The end user was contacted for more info and was also sent a medical questionnaire with a prepaid pre-addressed envelope for the return. This has not been received to date and has been followed up multiple times since. The end user stated she was using a 5mm pen needle and the needle broke off in her stomach. She stated she went to the hospital and they did an ultrasound but could not find the needle. The hospital advised her to just watch to see if the needle comes out on its own. She also stated she is not having any issues at the time of the call. The distributor sent owen mumford 67 sterile pieces from the carton the complainant was using and was received on (B)(4) 2014. These have been forwarded on to the parent company in the (B)(6) for further eval. The actual complaint device was not returned for eval. (B)(4).